Manufacturer narrative:
The customer reported that the central nurse station (cns) started boot looping after the uninterrupted power supply (ups) began beeping earlier today. The ups stopped beeping and seemed to be okay. Technical support (ts) advised swapping the hdds around and booting each hard drive individually; however, the cns was unable to get past the america megatrends boot-up screen. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: uninterrupted power supply (ups) model #: ni serial #: ni device manufacturer data: 3rd party device unique identifier (UDI) #: ni returned to nihon kohden: na

Event description:
The customer reported that the central nurse station (cns) started boot looping after the uninterrupted power supply (ups) began beeping earlier today. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse station (cns) started boot looping after the uninterrupted power supply (ups) began beeping earlier today. The ups stopped beeping and seemed to be okay. Technical support (ts) advised swapping the hdds around and booting each hard drive individually; however, the cns was unable to get past the america megatrends boot-up screen. No patient harm was reported. Investigation summary: the cns (sn: (B)(6)) was returned for evaluation. Nk repair center confirmed that the reported bootlooping issue could not be duplicated during testing. Both hdds were replaced as a preventative measure, and the unit passed extended operational testing before being returned to service.the root cause could not be determined. No further investigation is required. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 07/22/2025 emailed the customer for all information in the ni list above: no reply was received. Attempt # 2: 08/03/2025 emailed the customer for all information in the ni list above: no reply was received. Attempt # 3: 08/12/2025 emailed the customer for all information in the ni list above: no reply was received. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: uninterrupted power supply (ups), model #: ni, serial #: ni, device manufacturer data: 3rd party device, unique identifier (UDI) #: ni, returned to nihon kohden: na. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer, h6 event problem and evaluation codes, h11 additional manufacturer narrative.

Event description:
The customer reported that the central nurse station (cns) started boot looping after the uninterrupted power supply (ups) began beeping earlier today. No patient harm was reported.